Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "hv min fault during charge" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The main board and capacitors were replaced as a precaution. The device was recertified and returned to the customer. The batteries and electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.